Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that ambulance was called due to low blood glucose and treated at home and did not go to hospital. Customer's blood glucose value was 21 mg/dl at the time of the incident. Customer's wife stated her husband came in the bedroom and found her unresponsive and called the ambulance. The customer was assisted with troubleshooting for low blood glucose. The customer was treated by paramedics with juice and food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The device will not be returned for analysis.